Manufacturer narrative:
Continuation of d10: product ID: 990045 product type: guidewire product event summary: the pscc100 catheter with lot number 0012469380 was returned and analyzed. Visual inspection was carried out. The pulsed field ablation catheter of lot number 0012469380 was received without the guide wire threaded through it, and no guide wire was received. All the electrodes were intact. The shape of the capture device is unremarkable, with no atypical features. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function is restricted at the beginning of the movement. When extended manually, a kink on the guidewire lumen at the distance 0.9 inch from the tip of the catheter was observed. Guidewire insertion was carried out. Resistance was encountered during test lab guidewire insertion at the distal end of the catheter tip at the kinked area. X-ray imaging showed the guidewire is interfering with the guidewire lumen. The metal braid of the guidewire lumen appears to be deformed at the location where the guidewire gets stuck during advancem ent. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the catheter failed the return product inspection due to a kink observed on the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, a product issue occurred where the slider could not function after a guidewire became kinked and was subsequently removed. An attempt to capture the array into the capture device with a new guidewire also failed. The catheter was replaced by a medtronic product. The case was completed. No patient complications have been reported as a result of this event.